Event description:
It was reported that during an unk procedure, while assembling the ntlc body, the body was damaged, and after replacing it, I took out a new body and used it, but it did not firing when I used it for the 4th time and firing for the 5th time. No patient consequences were reported.

Manufacturer narrative:
(B)(4).date sent: 7/8/2026.d4: batch # 609d28.investigation summary:the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned reload.visual analysis of the returned sample determined that one sr75 reload was received with the cartridge deck damaged, the reload had the proximal 19 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. As no device was returned for evaluation, we are unable to investigate further the issue of ¿handle issues". The event reported was confirmed and it is related to improper use of the device. The damage to the cartridge deck is consistent with the device being clamped over a hard object. Please reference the instruction for use for more information.as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.device history review:a manufacturing record evaluation was performed for the finished device batch number 609d28, and no non-conformances were identified.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.